Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output. An invasive procedure was performed to analyze the system. The ipg was explanted because the connector was filled with body fluid. Implant date-3/31/94 explant date-7/30/96 total implant time-28 months